Event description:
The manufacturer received information alleging dizziness, headaches related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of dizziness, headaches related to a bipap device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022. Section b4 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging difficulty breathing,short of breath. The medical intervention was not specified.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, short of breath and also alleged black and brown residue in her nose. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged experiencing difficulty breathing,short of breathdizziness, headaches. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed an unknown, and dust-like contaminant on the front panel. A minimal amount of contaminant on the rear panel. A small amount of contaminant around the warning label on the bottom enclosure. A small amount of dust-like material on the inside of the bottom enclosure. A dust-like material on the blower, dried liquid spots on the bottom of the blower and blower box indicate possible water ingress. A small amount of contaminant consistent with keratin is found at the blower box outlet. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and the manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.